Manufacturer narrative:
4247 - this complaint was not escalated to root cause analysis. 4316 - this complaint was not escalated to root cause analysis.

Event description:
During implantation hammertube implant broke. The debris was left in the patient and a k-wire was used to stabilize the site.